Manufacturer narrative:
Sample and qc information were not provided. The customer stated only that the qc had dropped 4-5 mmol/l lower. A 4-5 mmol/l change in cl results is within the precision of the assay. On (B)(4) 2011, a bci field service engineer (fse) evaluated the instrument and found evidence of improper sample handling and insufficient spin times. The sample inspected on the day of the event had clots and evidence of gel being aspirated into the probe. Fse instructed the customer on proper handling and the causes for the event. Fse replaced the electrolyte injection cup (eic) valves and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous low chloride (cl) results generated by the unicel dxc 800 synchron chemistry analyzer. The results were reported out of the laboratory. When qc shifted low, samples were repeated and results amended. The customer did not provide information on the number of patient affected or patient results. Unknown if treatment was initiated or withheld based on the information provided.